Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department with an unsigned note that stated, "primary speaker full. Stuck in boot-up, touchscreen will not calibrate." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.